Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 80% stenosed lesion located in the mid left anterior descending artery. After predilatation was performed on the lesion, during the attempt to cross the heavily calcified lesion, strong force was applied, which resulted the proximal shaft of the 2.5x38 mm xience xpedition stent delivery system (sds) separating. The separated piece was easily removed from the anatomy without issue as it separated outside the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, new information received states that the lesion was pre-dilated again and a 2.5x38 mm xience xpedition stent was placed successfully.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.